Event description:
Proficiency testing sample gave result of 3.7 ug/mi for vancomycin. Expected range for sample is 1.9-2.9 ug/mi. If additional info is received, appropriate notification will be provided.